Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1165 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reer1165) have been reported from facility.

Event description:
It was reported the PICC ine kinked under dressing. No other information was provided.